Event description:
Hernia repair surgery with prolene hernia system, phs mesh on above date. The surgery was done by dr. He put in this mesh according to MFR specifications. I was in extreme pain from day of surgery. Went thru medications & pain mgmt - injections - and nothing worked. I have lived with this for 2 yrs before finding a dr that would be able to help me. In 2008, I had surgery to take out the phs mesh that had now become a meshoma & entangled 3 nerves. Since the day of my surgery I have just gotten better & not worse. I even had severe constipation & never ever had that problem before in my life. Since the latest surgery even the constipation is gone. Dates of use: 2006 -- 2008. Diagnosis or reason for use: to repair hernia.